Event description:
It was reported during a secondary stage, the lead could not be inserted into the connector of the implantable neurostimulator (ins). The lead "remained in the area of the screw hook and was not advancing." It was stated an extension had to be implanted along with a different ins. It was further stated this "went without any problems." It was stated that an explant or revision occurred on the lead the day of this report. It was also noted the lead remained in the patient due to the "great success" of the therapy during testing. It was ultimately unclear if the lead was explanted or revised, and if there was more than one lead in the patient. It was indicated there were no visible deformations on the lead. No harm or injury was reported. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0206327932, implanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far. No significant anomaly was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.